Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided or if the lead is returned.

Event description:
Boston scientific received information that the patient with this chronic right ventricular (rv) lead passed away after the attempted extraction of the lead to treat an infection. A boston scientific field representative reported the patient had been admitted for treatment of an infection that was secondary to a urinary tract infection. (B)(6) later, the patient's physician elected to explant the patient's system in order to treat the infection appropriately because the patient was septic. During the extraction of this lead, a tear occurred in the superior vena cava; the patient passed away due to resulting complications from the tear.